Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced pocket heating while recharging. It was noted that the patient is very thin and ipg pocket was 1cm in depth. Patient did not use the charger antenna pouch while recharging and the ipg was not recharged with stimulation on. Due to the painful burning sensation patient while recharging, ipg was no longer recharged and lost communication. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.